Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A materials manager reported that two intraocular lenses (iol) were damaged. Additional information was requested. There are two medical device reports associated with the two damaged iols reported. This report is for one of two iols reported.